Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, prior to use the device in patient, the surgeon was able to squeeze the handle but clip can not load. The device was changed to other product to complete the case. There was no patient injury.